Event description:
During insertion of the cup, the pt's pelvis was fractured. The surgeon commented that the fracture was due to use of a dull reamer. It was noted that the reamer is hospital owned.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. It would be the responsibility of the hospital to inspect and maintain the instrument associated with this report. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Deputy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.